Manufacturer narrative:
(B)(4). Investigation: a complete spectra set was returned for investigation. Upon visual inspection, the disposable was verified as having been assembled correctly. The filters were verified to be in the correct orientation on the saline/ac/accessory lines. Flow through the filters was verified during testing. No occlusions were found at any components during testing. Trends suggest that the event reported is random and occurs at a low level on a general basis. Conclusion: the tubing set was assembled correctly. No defects noted.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. Patient name/identifier not disclosed by facility. Customer reported that the tubing set appeared to be mis-assembled.